Event description:
Health care professional reports home pt experienced discomfort in shoulders, believed to be a result of excess air. Per rn, no medical intervention was required and no pt injury resulted from incident. Rn states home pt is new to dialysis and has an initial drain set to 0.